Event description:
It was reported that the patient presented to the emergency room after experiencing 27 shocks. The ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.